Event description:
It was reported that a user experienced prolonged high blood glucose after running out of insulin overnight, then restarting insulin with a new vial and performing a supply change, after which glucose values remained high until an additional change of the connector and infusion set was completed while reusing the same cartridge. The highest reported glucose was ¿high,¿ with values up to 400 mg/dl, and glucose remained out of range for more than 12 hours before trending down to 360 mg/dl and then returning to range. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with guided supply replacement and follow-up to confirm glucose improvement. Investigation of this case revealed that hyperglycemia was associated with insulin interruption due to running out of insulin and a probable infusion site or set issue that resolved after replacing the infusion set and connector while resuming insulin delivery with the ilet. It was concluded, based on previously established findings for similar reports, that user-related factors and infusion set performance were the most likely causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.